Event description:
Caller reported t:slim x2 pump battery would not charge and mentioned a power source alert was present in pump history identified as alert 07. Blood glucose level impact was not directly reported; however, there was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.